Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a larvate saccular 5.0 mm x 5.4 mm thoracic aortic aneurysm located in zone 3 and 4. Vessel morphology was reported as the diameter of the proximal and distal aortic neck was 23 mm and 29 mm, respectively. The tf2828 talent stent graft was implanted into zone 3, and a talent stent graft tf3434 was implanted at zone 4 successfully. It was reported that three days post implant, there was a junctional type iii endoleak; a palmaz stent was placed at the junction, but the type iii leak did not resolve. The physician thought it may be a type ii leak. The patient fell some time after the intervention and damaged a kidney and started dialysis. The patient changed hospitals but it was reported that 5 days later, the patient expired from sudden death. The physician commented that the death was unrelated to the device or procedure. It was reported that the cause of death is ischemic heart disease. There was no autopsy performed. (Ref MFR 2953200-2011-00540).

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, death. Results/conclusions: cause of type iii endoleak is unknown.

Event description:
Additional information was received for this case. The investigator indicated that the previously reported type iii endoleak was updated to an unknown endoleak at the 30 day follow up. The cause of death was also suspected to be related to ischemic heart disease (ihd) but it could not be conclusively determined, and is considered unknown.